Manufacturer narrative:
(B)(4). Damaged cartridge, incomplete or interrupted cycle. The analysis results showed that device (a) was received with a reload loaded on it and with the override lever up, which denotes that the knife was manually returned to home. The reload was returned partially fired, with the cartridge deck, one piece sled, and some drivers damaged; the damage to the instrument and reload is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (b) was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45m partially fired 1/16 was loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition, please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing.

Event description:
It was reported that during a liver resection procedure, the device had been fired three to four times during the case. On the fifth firing, using a gray reload, the stapler fired halfway and stopped. The surgeon tried using the reverse button, but no response. Opened a new device and changed the battery and still no response. The surgeon had to use manual override. Used a second device and the same thing happened. On the first firing it locked on the tissue and had to be manually overridden. There were no patient consequences. Case completed with a third device of the same product code.

Manufacturer narrative:
(B)(4).